Event description:
It was reported that this patient was suspected of developing an allergic reaction to the implantable device and right ventricular (rv) lead. The material guide for these products were provided to the field representative. At this time, the device and rv lead remains implanted and in-service. The patient was stable.